Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, patient had undersensing on (B)(6) 2018. There was noise recovery and undersensing on (B)(6) 2018. One event of signal dropout episode labelled as a pause episode was observed. The signal dropout was due to an asystole event being observed but it was a false event. However, it could not be determined if this was a pause episode or a signal dropout. Device remains implanted. No further information available.